Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted one and a half years later for reported normal battery depletion and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient stated there was a red light on the remote home monitoring system. Patient services informed the patient that a red light could indicate an alert regarding the cardiac resynchronization therapy defibrillator (crt-d) system that was not able to be transmitted to the clinic. Patient services attempted troubleshooting of the remote home monitor with no successful interrogation. Subsequently the patient was referred to the clinic to have their crt-d interrogated. The clinician called later the same day and the same information advising for an in clinic interrogation was relayed. The clinician noted they would bring the patient into the clinic. The field representative is attempting to obtain further information from the clinic. At this time no further information is available. The crt-d remains in service and no adverse patient effects were reported.